Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-03395 for a description of the first device. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. The patient was administered general anesthesia (patient weight unknown). It was also noted that the patient's cervix was patulous. According to the complainant, after completing the heat up phase fluctuations in the reservoir (both positive and negative) were noted. Additionally, there were no alarms or fluid losses. The physician reported that she could see the uterus contracting. These contractions were believed to be causing the reservoir to fluctuate. Two minutes into the ablation, the physician noticed that the 4x4 gauze in the vagina was wet. There was no alarm or dramatic fluid drop in the reservoir. The procedure was aborted and a vaginal burn was visualized on both the cervix and the posterior cul-de-sac. The physician aborted the procedure immediately and the patient was successfully treated with a different device. Sylvadene cream was used to treat the burn. The patient is reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.